Event description:
Wear a medtronic 630g pump, blood sugars way too high. Transmitter failed, was told that they could not send a replacement transmitter due to "supply chain" issues, which renders the pump pretty much useless, requiring the patient to resort to manual blood sugar testing frequently throughout each day. Was told they "knew" transmitter useful life was only one year, which is news to me since I've been wearing a pump for years with no such issue. Today is (B)(6) 2022, still no idea if/when I'll receive a replacement. FDA safety report ID # (B)(4).